Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a motorcycle accident and 'passed out'. It was reported that the patient experience a perforation and it was unknown if it had occurred before or after an accident. The right atrial (ra) lead was partly explanted by the catscan surgeon and partly removed by the physician. The lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.